Event description:
A report received from (B)(6) stated that during use, "ventilation volume supply failure" alarm was generated. A nurse presumed it was due to the pt's breathing condition but after tha "o2 lower than 21%" alarm was generated, then the device was replaced by way of precaution. By viewing the logs, a technician supposed that the circuit and the piping had been removed one time at 15:08. No pt harm was reported.

Manufacturer narrative:
The repair and investigation of the device is pending. Upon completion of the investigation a supplemental report will be submitted. (B)(4).